Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and involved a 5 gang 4-way nanoclave® stopcock w/baseplate, rotating luer. The customer reported that ¿6 port IV paddle disconnected from patient introducer on its' own. Patient went without important IV medication for some unknown amount of time. Additional information was received stating "the patients' epi became disconnected and the patients¿ blood pressure dropped to the 60¿s systolic for several minutes until the charge nurse noticed that the gown was wet and the medication was leaking and IV tubing was disconnected and immediately reconnected; this was from their cvicu on post-op patient. The reference number is (B)(4), provided lot number (10)24043003. There was patient involvement, but harm was not reported as a consequence of this event.